Event description:
It reported that there was unstable speed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid anterior descending (lad) artery. A 1.75mm rotapro was selected for atherectomy procedure. The rotapro was prepped and platformed at 180,000 rpm outside the patient, then advanced over the wire, and crossed the lesion. During second ablation, the device had an abnormal sound and the rotational speed increased to 260,000 rpm. The procedure was stopped and the burr was removed from the patient. The physician disconnect the burr from the advancer and it was noted that the advancer handshake connection fractured. The procedure was successfully completed by using a cutting balloon. There were no patient complications and the patient's status was stable post procedure.